Event description:
Information received from an optometrist in another country. The optometrist reported a patient wearing acuvue oasys lenses on an extended wear schedule was seen with a mid-peripheral corneal ulcer in the right eye in 2006. The patient presented with pain, foreign body sensation, photophobia and redness. The optometrist said the lesion was observed without a slit lamp and was estimated to be about 5.5mm in size. The optometrist suspected this was an infectious corneal ulcer and the patient was referred to a hospital eye department for treatment. Additional information was requested from the optometrist and the hospital. No additional information has been received to date.

Manufacturer narrative:
Device labeling single use or reuse.